Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system displayed blue screen. A technical support specialist (tss) reviewed the data sync debug logs, where errors were identified. The station configuration utility revealed a computer name mismatch. The tss then verified via sql server management studio (ssms) that the station computer name was still associated with another device, referencing knowledge article (ka) es computer name swaps. The tss confirmed in pharmacy enterprise server (pes) under sync information that the upload timestamp was not current, indicating the computer name change had not synchronized. The data synchronization service was stopped, the correct computer name was updated, the service was restarted, and the station was rebooted. Post reboot, the tss applied ka manual recovery required -- datasyncinvaliduploadchangetrackingvalue. Additional retry errors were resolved using related ka for medes retry-query: insert into core.authenticationevent and medes retry mode: insert into tx.transactionsession-dispensingdevice. After monitoring logs and confirming stable entries, the tss verified that synchronization and station functionality were restored, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, displayed blue screen. The station displayed data synchronization setup, preventing access to patient medications and pull down menu options, and showed a blue screen with a black box, impacting patient care and workflow. The customer tried to reboot but the issue persisted the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.